Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump primed properly noted. Insulin pump was monitored and no screeching noise during test. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and hyperglycemia. Customer's blood glucose levels at the time of hospitalization 600mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was prescribed manual injections. It was also reported that customer was not receiving insulin due to air bubbles within the tubing. No additional information was provided.